Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis, with a blood glucose of 600 mg/dl. The patient was also vomiting according to the caller. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump programming was correct. The device passed the prime and high pressure tests. Advised the caller that the insulin pump was working as designed, but the patient did not feel comfortable with it, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.